Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic with complaints of muscle stimulation. During testing, the left ventricular lead exhibited loss of capture at high output. A chest x-ray revealed that the lead was dislodged. The lead was programmed off. On (B)(6) 2016 the lead was explanted and replaced. The patient was in stable condition before and after the procedure.